Manufacturer narrative:
Sections with additional information as of 04-jan-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-057: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) representative and granddaughter are calling on behalf of the customer. The customer is concerned with test results from results obtained of 188, 227, 308, 265 and 243mg/dl. Customer has been using her old meter and stated the true metrix air reads 100 points higher than old meter; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result is 135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/19/2022 and open vial date is three months ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 29-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.